Event description:
It was reported that post-operative testing of the device showed a variable capture threshold from normal to high. X-ray showed that lead was in same position. Physician believes that the lead was implanted into the trabeculae and was only making intermittent contact. The lead was repositioned. A dft test was successfully completed the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.